Event description:
It was reported that during testing at the user facility the device was noted to have missing gears. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during testing at the user facility the device was noted to have missing gears. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.